Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2218700. Model:sc-2218-70. Serial/batch:(B)(6).

Event description:
It was reported that the patient was not getting pain relief. The patient underwent an explant procedure was doing well postoperatively. The explanted devices were not released by the facility and will not be returned.